Event description:
N/a.

Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement. A device history record review could not be performed as the serial number provided 16726 did not appear to be a valid integra number. The reported complaint was confirmed from the evaluation of item. The returned unit did not meet all specific functional test. The complaint was likely caused by improper handling. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp's lock was found loose on inspection after cleaning. There was no patient contact, injury or delay in surgery.